Event description:
Reporter indicated a patient was having increased seizure frequency and intensity episodes prior to vns generator replacement surgery. The reported noted "this is nothing new". All attempts to the reporter for additional info regarding the seizures have been unsuccessful to date. The explanted generator was likely discarded by the hospital, as hospital cannot locate the device.